Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing was noted on the right atrial (ra) lead as at device classified termination of events arrhythmia appears to continue. It was also reported that possible pacing on the qrs complex was suspected. The ra lead and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.